Event description:
Reporter alleged the expiration date on the test strip vial has rubbed off. It was stated no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.